Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Repair findings found that the blue power cable was a non welch allyn device. It was loose in connection with monitor side. It was additionally found that the handle insert was broken and feet were melted. The following repairs were offered to the customer but the customer did not respond: -provide a new power cable; -replace handle insert and feet; -keep the software version for emr; -perform full functional calibrations and test ; -run e-safety test. Although the reported event did not result in a serious injury, the reported incident could contribute to a serious injury if it were to recur, therefore, hillrom considers this event reportable. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required.

Event description:
Customer reported that when they went to plug in power cord to obs machine a spark came out between machine and cable. This incident was captured under hillrom complaint ref #(B)(4).